Event description:
Event description cpi received information that the ICD was not brady pacing the patient, however, normal post-shock pacing occurs and various pacing induction modes work fine.

Manufacturer narrative:
Event conclusion: the ICD was removed and the chronic lead system was capped. Cpi's analysis of the ICD found: the ICD passed all testing, had a battery status of mol2, and was found to meet specifications.